Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet charger repeatedly initiated a charging cycle and failed to function properly despite attempts with different outlets and reconnecting, leading to a request for a replacement charging pad and plug. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included a review of the complaint history and coordination with support to verify shipping details and send a replacement charger. Investigation of this case revealed a suspected malfunction of the external charging hardware. It was concluded that the event involved a device malfunction of the charger, with no patient harm and replacement supplies provided.